Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 305 mg/dl. Customer changed out the infusion set to address occlusion and an insulin injection was administered to address bg.